Manufacturer narrative:
The co has not returned heating pad to homedics for evaluation.

Event description:
Consumer returned heating pad tothe co claiming pad overheated when placed on neck and shoulder. Burned hole in pad. No information taken. Homedics unable to contact. No injuries reported.